Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a follow up this left ventricular lead (lv) was not capturing in any configurations. At a follow up six months ago, the parameters were stable and the pace impedance measurements were normal. It was noted that a sudden decrease was noted in the lv pace impedance measurements since the middle of (B)(6) 2019. In addition, the automatic pacing thresholds were not able to find a threshold. It was noted that the patient works with high voltage implant. A follow up will take place to check the integrity of this lv lead, meanwhile the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up this left ventricular lead (lv) was not capturing in any configurations. At a follow up six months ago, the parameters were stable and the pace impedance measurements were normal. It was noted that a sudden decrease was noted in the lv pace impedance measurements since the middle of october 2019. In addition, the automatic pacing thresholds were not able to find a threshold. It was noted that the patient works with high voltage implant. Additional information noted that a follow up took place. All lead parameters were stable and x-ray images did not show a dislodgment or lead damage. Since the patient had a good ejection fraction the physician elected to not perform a revision. The lv lead was turned off and the patient will only be stimulated from the right ventricle.